Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received seven appropriate treatments during vt/vf and two inappropriate treatments in response to nsvt and CPR/motion artifact. At 19:47:50, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was sinus rhythm at 60 bpm with nsvt and pvcs. The patient's post-shock rhythm was sinus rhythm at 80 bpm with motion artifact. At 19:50:51, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 260 bpm with motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 25 bpm with motion artifact degrading to asystole for 17 seconds. The rhythm transitions back to sinus bradycardia at 50 bpm with pvcs with motion artifact. At 19:51:57, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 260 bpm with motion artifact. The patient's post-shock rhythm was asystole with motion artifact for 19 seconds transitioning to sinus rhythm at 70 bpm with pvcs. At 19:52:38, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was sinus rhythm at 70 bpm with nsvt and pvcs. The patient's post-shock rhythm was sinus rhythm at 80 bpm with pvcs. At 19:54:14, the patient received the third appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 190 bpm with motion artifact. The patient's post-shock rhythm was asystole for 19 seconds transitioning to a sinus beat then to vt at 290 bpm with CPR/motion artifact. At 19:54:41, the patient received the fourth appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 290 bpm with motion artifact. The patient's post-shock rhythm was asystole for 9 seconds transitioning to vt at 260 bpm with CPR/motion artifact. At 19:55:12, the patient received the fifth appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 285 bpm with motion artifact. The patient's post-shock rhythm was asystole for 19 seconds transitioning to vt at 240 bpm with CPR/motion artifact. At 19:55:46, the patient received the sixth appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 240 bpm with motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity for 26 seconds transitioning to vt at 240 bpm with CPR/motion artifact. At 19:56:25, the patient received the seventh appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 200 bpm with motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity for 12 seconds transitioning to vt at 190 bpm with CPR/motion artifact. At 20:14:54, the device was shutdown. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received seven appropriate treatments during vt/vf and two inappropriate treatments in response to nsvt and CPR/motion artifact. At 19:47:50, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was sinus rhythm at 60 bpm with nsvt and pvcs. The patient's post-shock rhythm was sinus rhythm at 80 bpm with motion artifact. At 19:50:51, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 260 bpm with motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 25 bpm with motion artifact degrading to asystole for 17 seconds. The rhythm transitions back to sinus bradycardia at 50 bpm with pvcs with motion artifact. At 19:51:57, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 260 bpm with motion artifact. The patient's post-shock rhythm was asystole with motion artifact for 19 seconds transitioning to sinus rhythm at 70 bpm with pvcs. At 19:52:38, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was sinus rhythm at 70 bpm with nsvt and pvcs. The patient's post-shock rhythm was sinus rhythm at 80 bpm with pvcs. At 19:54:14, the patient received the third appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 190 bpm with motion artifact. The patient's post-shock rhythm was asystole for 19 seconds transitioning to a sinus beat then to vt at 290 bpm with CPR/motion artifact. At 19:54:41, the patient received the fourth appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 290 bpm with motion artifact. The patient's post-shock rhythm was asystole for 9 seconds transitioning to vt at 260 bpm with CPR/motion artifact. At 19:55:12, the patient received the fifth appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 285 bpm with motion artifact. The patient's post-shock rhythm was asystole for 19 seconds transitioning to vt at 240 bpm with CPR/motion artifact. At 19:55:46, the patient received the sixth appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 240 bpm with motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity for 26 seconds transitioning to vt at 240 bpm with CPR/motion artifact. At 19:56:25, the patient received the seventh appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 200 bpm with motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity for 12 seconds transitioning to vt at 190 bpm with CPR/motion artifact. At 20:14:54, the device was shutdown. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
Per the additional information obtained from the continuous ECG recording. From 19:58:26 until the device shutdown at 20:14:54 on (B)(6) 2022, the patient received 4 non-lifevest defibrillations. From 19:58:26 to 19:58:53, the patient was in vf. Detection ended at 19:58:53 due to rhythm being obscured by CPR/electrode lead fall off. The lifevest did not deliver a treatment due to rhythm being obscured by CPR/electrode lead fall off. At 20:01:19, the patient received the first non-lifevest defibrillation. Patient's rhythm at the time of defibrillation was unknown due to being obscured by motion artifact/electrode lead fall off. The patient's post-shock rhythm was unknown due to being obscured by CPR/electrode lead fall off. At 20:03:53, the patient received the second non-lifevest defibrillation. Patient's rhythm at the time of defibrillation was unknown due to being obscured by motion artifact/electrode lead fall off. The patient's post-shock rhythm was unknown due to being obscured by CPR/electrode lead fall off. At 20:06:24, the patient received the third non-lifevest defibrillation. Patient's rhythm at the time of defibrillation was unknown due to being obscured by motion artifact/electrode lead fall off. The patient's post-shock rhythm was unknown due to being obscured by CPR/electrode lead fall off. At 20:11:14, the patient received the fourth non-lifevest defibrillation. Patient's rhythm at the time of defibrillation and post defibrillation rhythm was unknown due to being obscured by motion artifact/electrode lead fall off. Per continuous ECG recording, the patient was in asystole with CPR/motion artifact from 20:18:37 until the electrode belt was disconnected at 20:50:11 on (B)(6) 2022. A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received seven appropriate treatments during vt/vf and two inappropriate treatments in response to nsvt and CPR/motion artifact. At 19:47:50, the patient received the first inappropriate treatment. The patient's rhythm at the time of the treatment event was sinus rhythm at 60 bpm with nsvt and pvcs. The patient's post-shock rhythm was sinus rhythm at 80 bpm with motion artifact. At 19:50:51, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 260 bpm with motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 25 bpm with motion artifact degrading to asystole for 17 seconds. The rhythm transitions back to sinus bradycardia at 50 bpm with pvcs with motion artifact. At 19:51:57, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 260 bpm with motion artifact. The patient's post-shock rhythm was asystole with motion artifact for 19 seconds transitioning to sinus rhythm at 70 bpm with pvcs. At 19:52:38, the patient received the second inappropriate treatment. The patient's rhythm at the time of the treatment event was sinus rhythm at 70 bpm with nsvt and pvcs. The patient's post-shock rhythm was sinus rhythm at 80 bpm with pvcs. At 19:54:14, the patient received the third appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 190 bpm with motion artifact. The patient's post-shock rhythm was asystole for 19 seconds transitioning to a sinus beat then to vt at 290 bpm with CPR/motion artifact. At 19:54:41, the patient received the fourth appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 290 bpm with motion artifact. The patient's post-shock rhythm was asystole for 9 seconds transitioning to vt at 260 bpm with CPR/motion artifact. At 19:55:12, the patient received the fifth appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 285 bpm with motion artifact. The patient's post-shock rhythm was asystole for 19 seconds transitioning to vt at 240 bpm with CPR/motion artifact. At 19:55:46, the patient received the sixth appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 240 bpm with motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity for 26 seconds transitioning to vt at 240 bpm with CPR/motion artifact. At 19:56:25, the patient received the seventh appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 200 bpm with motion artifact. The patient's post-shock rhythm was asystole with intermittent cardiac activity for 12 seconds transitioning to vt at 190 bpm with CPR/motion artifact. At 20:14:54, the device was shutdown. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.